Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent breast augmentation revision with 800cc saline mentor smooth round moderate plus profile breast implants and experienced bilateral deflation postoperatively. The deflations were confirmed with a physical examination. As a result, the patient underwent bilateral device removal on (B)(6) 2020. This report is for the patient's left-sided device.

Manufacturer narrative:
Additional information: on october 12, 2020, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2020, the product investigation was completed. Device investigation summary: during visual evaluation of the device no apparent damage was observed. Leak testing was performed in accordance with mentor's procedures, and two tears (a and b) were observed in the anterior view, measuring approximately 0.1 cm and less than 0.1 cm. Microscopic examination in both tears edges, revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).